Event description:
Increased thresholds were noted on (B)(6) 2011. Lead dislodgement was noted and a revision procedure was performed (B)(6) 2011. Increased thresholds were noted again post lead revision. Sensing and impedance numbers were noted to be acceptable. The physician has elected to leave this lead actively implanted despite the observed performance issues. Should additional info become available, this event will be updated.